Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the lead was capped due to an unknown product performance issue. A right ventricular (rv) lead was implanted successfully. No adverse patient effects reported.